Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with far field r-wave oversensing on the atrial channel. The device was found to have several automode switch episodes. Programming changes were made. Patient was stable after the event. Remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.